Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device with the same reported issue referenced in is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve intervention (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred, with two proglide devices. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.